Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient vision got worse. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was poor overall vision and unspecified corneal issues. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).